Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 4 days after the dental implant was installed in intraoral region #8, its non- osseointegration was observed. A 45 ncm of primary stability was achieved. The patient presented insufficient bone quality/ quantity (bone type iii), fenestration occurred during surgery and bone graft was performed.